Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 10012241-0500 and lot# 24095556 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 24sep2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd texium closed male luer with female cap was leaking the following information was received by the initial reporter with the following verbatimduring xx administration of xxxxxx, texium device noted to have slight leak. Area noted to be where the texium connected to the sq needle. Occurred during last 3cc of administration and amount of leak was minimal, (estimated to1 drop). Xxxxx technician xxxxx stokes and team 2 nursing supervisor xxxxxxxxx notified

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed